Event description:
The hospital reported a patient complication following a stenting procedure to treat an intracranial stenosis in the basilar artery. The procedure was completed in, 2006. Being the facility's first case using the device in question, a proctor was present. The hospital reported that the procedure was completed as planned. There were no issues using the devices in the procedure. On the 3rd month follow up (approximately), the patient was symptomatic due to restenosis of the treated lesion (stenosed basilar artery). The patient was treated with balloon angioplasty and is doing fine. The hospital reported no patient complications, that the patient is ok, and that the procedure was completed with this device.

Manufacturer narrative:
The device in question was not returned to the manufacturer for evaluation because it was implanted. The catalog/model number and lot/batch number of the device in question is unk. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn. If further significant information is found, a supplemental report will follow.